Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the ruby coil became stuck inside the microcatheter. After an unsuccessful attempt to withdraw the ruby coil from the microcatheter, the physician removed both the microcatheter and ruby coil from the patient. The procedure was successfully completed using a new microcatheter and five new ruby coils. There was no report of an adverse effect to the patient.